Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (defective power supply) was investigated. As received, the power supply was defective. The cause for the failure was the defective power supply. The root cause of the defective power supply was unable to be positively determined. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem had a defective power supply.